Event description:
On (B)(6) 2024, nurse assist received a call from (B)(6) description of call: (B)(6) was taking care of a family member who had a deep wound that required a drainage since middle of june. Around december 30th the wound started to smell. A visiting nurse came on (B)(6) 2024 to clean the deep wound. During the cleaning, large amount of pus was released. On (B)(6) 2024, nurse assist called back (B)(6) to obtain more information about the incident. Description of call: (B)(6) stated that they reused the product for multiple cleaning sessions and stored the product in room temperature. The product was received in a plastic bag and mr. Kurpunski did not find any signs leakage inside of the bag after visually inspecting it.